Event description:
During surgery, 60 degree mitek suture passer tip became disconnected from handle leaving tip in pt. Edge of release got caught on tissue when pulling back handle. Pt's shoulder needed to be opened up to retrieve tip. Prior to filing report, tip was discarded by operating room staff; handle is available.